Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 1 device was received for evaluation; 1 event was confirmed during testing. The device was found to be affected by a worn seal, corrosion, non-stryker modification, and a worn internal component. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device leaked an oily substance during cleaning and overheated during service. There was no patient involvement; no patient impact.